Manufacturer narrative:
Result: gas spring trip bracket, fowler.

Event description:
It was reported by service report that the fowler raises on its own. No pt involvement or adverse consequences are reported.